Event description:
It was reported the colonovideoscope exhibited error communications code e216. The issue occurred during inspection for use, there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d9,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue was present in the air water cylinder., white residue was present in the air water channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was cause traced to component failure. Moreover, the most probable cause of additional malfunctions found during the investigation a definitive cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.